Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the 510k number. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2020) is considered to be a best estimate. Corrected field: g4 (510k number). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2020 - patient was diagnosed with ventral hernia thereby underwent robotic assisted repair with implant of ventralight st using echo ps. Per operative notes, ¿a small hernia defect was identified and stuck in the omentum. The hernia defect and omentum were reduced. A ventralight st using echo ps mesh was placed using sutures.¿ (B)(6) 2020 - patient was diagnosed with intra-abdominal abscess and infected mesh thereby underwent laparoscopic repair with excision of ventralight st using echo ps. Per operative notes, ¿the severe adhesions between mesh and omentum were lysed. A capsule with abscess pocket adherent to omentum was identified and removed. The previous mesh was removed entirely. The abscess was drained and sutured the fascia.¿